Manufacturer narrative:
The reported field events of premature eri and noise were confirmed in the laboratory. Review of the device image noted fluctuation in the battery voltage. The device was interrogated with a programmer and constant noise was observed. The device was tested on the bench and several internal supply voltages were monitored on an oscilloscope and found to be oscillating causing erroneous measurement data. The cause of the premature eri and eos alerts and noise was due to a connection anomaly between a capacitor connected to the oscillating signal and the hybrid.

Event description:
It was reported that prior to a device implant, the device was interrogated while it was still in the box. Noise and premature battery depletion were observed. The device was not implanted.